Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's weight was not measured. The cause of the over-medication and sedation was a dose increase at previous visit.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving gablofen ( 1000.0 mcg/ml at 582.2 mcg/day), and dilaudid (2.0 mg/ml at 1.1644 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient was feeling "over-medicated" and sedated following increase at the previous visit on (B)(6) 2015. The clinical diagnosis was it medication side effects. The patient's pump was reprogrammed on (B)(6) 2015 and (B)(6) 2016. The patient's valium was decreased on (B)(6) 2016 and the pump was reprogrammed again on (B)(6) 2016. It was indicated the event was related to the device or therapy and related to the drugs hydromorphone and baclofen with drug action being increased dose. The issue resolved without sequelae on (B)(6) 2016.